Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The manufacture date is not available. The upon inspection and testing, the distal end rubber cover (a-rubber) having a big cut exposing metal was noted. There was leaking observed from the cut. In addition, the a-rubber glue was peeling off, the image was foggy, the insertion tube had a dent, and light guide tube had leaking due to cuts. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in for repair for the issue of poor deflection observed during an unknown procedure. There is no harm reported to the patient. At the time of estimation in the service center the issue of the distal end rubber cover (a-rubber) having a big cut exposing metal was noted. This medwatch is being submitted for the issue of the a-rubber.